Event description:
It was reported a truwave had inaccurate bp readings. Lot number is unknown, but device is available for return. Per follow up with customer, inaccurate bp readings occurred post procedure. Device was able to zero and no error messages were displayed on the philips monitor. Team attempted to re zero device and replace cable. Readings were compared to an automatic cuff pressure on arm and arterial line bp after swapping device. No patient injuries reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of pressure issue with the sensor was confirmed. Dpt sensor sensed pressure but did not zero on pressure monitor. Electrical testing showed that both input impedance, 2,344 ohms, and output impedance, 307 ohms, of dpt sensor were within specifications. Specifications were 1,200 ohms to 3,400 ohms for input impedance and 285 ohms to 315 ohms for output impedance. Zero offset of the dpt sensor, 62 mmhg, did not meet specification. Specification was negative 25 to 25 mmhg. No visible damage or defect was detected from the sensor chip, cable and cable connector. Further evaluation regarding related quality issues is under investigation. Correction was made for date returned to manufacturer, d9. Correct date is 22sept2022. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.